Event description:
The facility's technician reported an infusion pump with an 812:02 failure code.

Event description:
The facility's tech reported an infusion pump with an 812:02 failure code. The tech stated they have no record of any pt incident involving the pump since the last baxter svc event. Device failure occurred during pt use. It is unk if there was any pt injury or medical intervention during failure. Medication was being infused and bag was used. Rate of infusion, volume to be infused and tubing used was not known. Additional contact info was requested, but not provided.